Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was programmed to 78 ml per hour, and read 87 ml per hour. The pump module was then turned off and a new bag was hung and reprogrammed to infuse at 286 ml. The pump module infused less than 50 ml but then read it had infused 316 ml. There was patient involvement but impact was unknown.

Event description:
It was reported that the pump module was programmed to 78 ml per hour, and read 87 ml per hour. The pump module was then turned off and a new bag was hung and reprogrammed to infuse at 286 ml. The pump module infused less than 50 ml but then read it had infused 316 ml. There was patient involvement but impact was unknown.

Manufacturer narrative:
Additional information: imdrf annex a, b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.